Event description:
An 8/6mm amplatzer duct occluder (ado) embolized post procedure and was percutaneously retrieved with a 10f sheath and a modified bioptome. A 10/8mm ado was successfully implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Migration of device or device component. The device either functioned as designed or a failure was not found. The 8/6 mm ado was received at sjm and decontaminated. The device was examined grossly and microscopically, and was confirmed not to contain any defects or abnormalities. The device was confirmed to meet dimensional specifications when measured with a caliper. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the embolization remains unknown.